Event description:
Surgeon reported that following placement of aortic and mitral valves, the pt's left atrium pressure was high. The aorta was cross-clamped and the valve was re-oriented but the pressure remained high. Echo revealed that both the mitral & aortic valves were functioning insufficiently. The valves were removed and replaced. The left atrium pressure descended slowly. Following surgery, the pt had low cardiac output and expired the next day. This is the same pt as report # 6000026-2001-00002.